Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit¿s monopolar jumps alone and gives an error of two simultaneous instruments. There was no further information is available. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: one generator was returned for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample did not meet specification as received. The visual inspection found the upper cover was broken. The reported condition was confirmed. The investigation found that the 5v low voltage power supply (lvps) tension was out of range at 4.80v. The investigation identified the root cause of the reported event to be a connectivity issue with the rf-lvps cable. The rf-lvps cable was replaced to address the condition. Corrective actions have been initiated to mitigate this issue. If information is provided in the future, a supplemental report will be issued.